Manufacturer narrative:
(B)(4). Batch #. Investigation summary: the device was received with no apparent damage. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, and this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. The instrument was disassembled to inspect the internal components and it was noted that the limit switch button was damaged. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a bariatric procedure the surgeon did not get the final notification that he had burned and transected the tissue. He opened a second device and had the same issue. He completed the procedure with the second device. There were no adverse patient consequences.